Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that as a result of a bent cannula and infusion set tape not sticking, customer experienced high blood glucose. Customer's blood glucose was 420 mg/dl. Customer declined troubleshooting for high blood glucose.